Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with known short to shield/driveline fault had log files sent for review. The log file continued to record driveline fault events associated with a damaged conductor in phase 3. There were no other unusual events recorded during this history. It was reported that the malfunction is known- no troubleshooting necessary. Patient is in hospice. Logfiles sent just to monitor.